Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative found that the line power fuses were open. The representative replaced the fuses on the imaging system on 23 january 2017. The representative found that the outlet used was a shared outlet with appliances in the break room. The representative informed the site that the imaging system should have its own circuit to avoid a recurrence. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, when the imaging system was plugged into an outlet, the line power light was no longer illuminated and a spark was seen from the outlet. The representative reported that a conversion cable was used for the outlet. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect fuses were received by the manufacturer for evaluation. Continuity testing found that both fuses were open. This confirmed an electrical issue due to open fuses.